Manufacturer narrative:
Main investigation conclusion: multiple pump stop events due to electrostatic discharge (esd) can be confirmed by the evaluation of the submitted log files. The submitted system controller event log files showed multiple pump stop events, lasting approximately 4 seconds each, followed by the system resuming operation at the set speed. The events in the log files appeared consistent with electrostatic discharge (esd) events. Pump stops longer than 4 seconds were also recorded that appeared to be due to back-to-back electrostatic discharge (esd) events, resulting in audible alarms for driveline disconnect and lvad off. No other unusual events were noted and the pump appeared to be operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide information regarding electrostatic discharge and warns to avoid activities that could create static electricity. The labeling also provides information regarding system alarms and steps to resolve them. The implant kit was shipped with heartmate 3 left ventricular assist system (lvas) instructions for use (IFU),rev. C. The patient care and management section warns about static electricity and explains how it should be avoided. The static electric discharge section explains that strong static discharges should be avoided. The alarms and troubleshooting section provides information regarding system alarms and steps to resolve them. Additionally, the safety testing and classification tables in section b of this IFU include electrostatic discharge information. Heartmate 3 lvas patient handbook rev. C was also available at the time of implant. Section 1 warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Additionally, the safety testing and classification tables in section 9 include electrostatic discharge. This document advises the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. The relevant sections of the device history records for mlp-004963 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12/08/2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Reference manufacturer report number: 2916596-2021-01031. It was reported that the patient presented to the clinic with two alarms on their controller. On (B)(6) 2021 the controller alerted to a pump off and driveline disconnect. The patient does not remember his controller alarming on this day, denies an audible alarm, and denies disconnecting their driveline. On (B)(6) 2021 the controller alerted for no external power and the patient admitted to accidentally disconnecting from wall power. The customer had no further concerns about this alarm and re-educated the patient. Technical services reviewed the log file and observed 5 pump stops that were recorded on (B)(6) 2021 between 12:51:05 and 12:52:28. It appeared that the events were caused by electrostatic discharge (esd). Ts explained that the pump is designed to automatically reset when subjected to a high static discharge event. The pump was off for approximately 3 to 8 seconds and restarted promptly as designed.